Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly the patient observed a crack on top of the battery compartment after replacing battery. Patient stated that the battery cap can no longer be tightened properly but there was no damage to the battery cap. Patient denied that there was evidence of moisture or corrosion within the battery compartment or behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Investigation found that the battery compartment was cracked along the threads. The pump powered up and functioned properly using the returned battery cap. Unrelated to casing issue, it was observed that the verify screen was dim and discolored.